Manufacturer narrative:
Corrected data: b5, b6, b7, d10, e3, h6 (impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) had a bad display. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d4(catalog #), d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component code, investigation conclusion), h10. It was being reported that before use the cs300 intra aortic balloon pump (iabp) had an issue regarding the "bad display". A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation it was being found that there is a "display error". Actually, fse had found that the screen had lines across it and it would going in while pressing the screen. Then the fse had replaced the cable, video receiver to lcd, 10.4" display w/rtv bead sea (display panel and video cable). Then after replacing fse had reviewed the logs and found no failures. The monitor display has been functional tested without any issue therefore no problem is being found. The cs300 services were being completed. The monitor display's safety and functionality checks have been performed according to the factory specifications. It was being released to the customer and cleared for use. There is no involvement of the patient during this incident.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a bad display. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).